Event description:
A hospital reported that after usage of an acrobat product the pt developed a slight infection. No lot number, event date, or physician name was provided. The product will reportedly not be returned to maquet cardiovascular.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be performed as the product lot number is unk. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).